Event description:
It was reported that there was a serious untoward incident involving the failure of an injector. (The manufacturer of the injector has been informed of the report, who have reporting responsibility.) This complaint is being filed for the zcb00 lens that was used during the procedure. It was reported that an injector fall apart as the scrubbed assistant handed the assembled injector to the surgeon so that she could load it with the cartridge and lens. In this case the assistant had assembled and tested the inserter and it was fine, but the ¿lug¿ whereby you lock the 2 parts together apparently had disappeared hence falling apart when the assistant handed the inserter to the surgeon. It was clarified that the injector comes in two parts. The theatre sister explained that the operator had not connected the two parts together. As such the operator had injected the lens together with the bottom half of the injector into the eye. The capsular bag was damaged. No further information was provided.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.